Manufacturer narrative:
G4: 31jan2020. B4: 04feb2020. The customer reported that tightening the gas outlet port resolved the problem. No parts were replaced. The patient's information was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/15/2020.

Event description:
The customer reported a loose gas outlet port and requested information on how to tighten it. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support directed the customer to the service manual for instruction on how to tighten the gas outlet port.